Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospital on (B)(6) 2017 for a blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis (dka). The customer was treated with intravenous insulin drip and released on (B)(6) 2017 with the issue resolved and no permanent damage to the customer. The contact was unsure of the suspected cause of the elevated bg level; however, did not observe any issues with the cartridge, infusion tubing, or cannula. Additionally, no alerts or alarms were observed.